Event description:
A medical professional repoted a case of microbial keratitis associated with focus night & day. Location reported as paracentral with sever pain. No further information was supplied. Additional information has been requested. No further information available at the time of this report